Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with edema on the right eye and loose epithelial at a post op exam. It was reported the treatment was difficult due to the patient¿s very small eyes. Topical steroid dosage was increased. Patient chief complaint blurry vision, foreign body sensation and dry eye. It was stated that the patient had loss of best corrected visual acuity (bcva). Patient reported the symptoms are interfering with daily activities and the event is lasting and disabling. Pre-op bcva from (B)(6) 2019. Right eye pre-op 20/20 -5.75 x -.75 x 118. Left eye pre-op 20/20 -6.00 x -1.50 x 178. Bcva from (B)(6) 2019. Right eye post-op 20/25. Left eye post-op 20/20.